Event description:
On (B) (6) 2006, pt was implanted with miniarc sling. Pt claims that since the implantation of the miniarc she has suffered from, among other problems, erosion, shrinkage and extrusion of the mesh causing urinary retention, pain including dyspareunia and numerous surgical procedures to remove the mesh.